Event description:
The customer stated that during a case the images became scrambled; they had to reboot the system to finish the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.